Manufacturer narrative:
The company service representative examined the system and was able to confirm and replicate the reported event. Unrelated to the reported event, the host was replaced. The nonconforming solenoid spacer was replaced to address the reported event. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming solenoid spacer. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported there was low aspiration of the system during a cataract extraction procedure with intraocular lens implant. There were no system messages displayed. The case was completed without harm to the patient. Additional information was requested and received.